Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine device check, auto mode switching due to far-r oversensing was observed. Programming changes were made. Patient will continue to be monitored.